Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed. Device has been disposed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stricture in the right principal bronchus during an esophageal stent implantation procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during procedure, the stent was able to be deployed; however, the stent retention suture was unraveled. The stent was removed with forceps, and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no consequences or impact to the patient as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignant stricture in the right principal bronchus during an esophageal stent implantation procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during procedure, the stent was able to be deployed; however, the stent retention suture was unraveled. The stent was removed with forceps, and another ultraflex tracheobronchial stent was placed to complete the procedure. There were no consequences or impact to the patient as a result of this event.